Manufacturer narrative:
Analysis of the system data indicate that there are no known system causes which may have contributed to the initial discordance false positive immulite 2000 troponin test results. Patient results were normal after the customer performed re-centrifugation and retest of the samples. The instrument is performing within specifications.

Event description:
Discordant false positive immulite 2000 troponin assay results were obtained on two patient samples. The customer performed repeat testing after re-centrifugation and the results were negative. There was no known report of patient treatment during altered or adverse health consequences due to the discordant false positive troponin assay test results.

Event description:
Discordant false positive immulite 2000 troponin assay results were obtained on two patient samples. The customer performed repeat testing after re-centrifugation and the results were negative. There was no known report of patient treatment during altered or adverse health consequences due to the discordant false positive troponin assay test results.

Manufacturer narrative:
Analysis of the system data indicate that there are no known system causes which may have contributed to the initial discordance false positive immulite 2000 troponin test results. Patient results were normal after the customer performed re-centrifugation and retest of the samples. The instrument is performing within specifications.